Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 41 mg/dl at the time of the incident the customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The customer stated that the low blood glucose may have been caused by an unresponsive act button on their pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. All buttons are functioning properly. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection.  The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.